Event description:
Boston scientific crm received information that this right ventricular (rv) lead was an attempted implant. The patient exhibited high defibrillation thresholds (dft) and during dft testing, the tested failed and subsequent a warning screen popped up for a "possible device malfunction" and "open condition". It was reported that the pocket was not fully closed. The rv lead impedances were checked prior to the initial shock and they were within range. Additionally, there was difficulty involving the introducer and pressure experienced at the introducter site. The physician decided to change to a competitor's lead because he was dissatisfied with it and also wanted a longer lead. The patient received a new competitor's rv defibrillation lead and dfts were successful in reversed polarity. No adverse patient effects were reported.

Manufacturer narrative:
It was reported that the hospital discarded the product; therefore the product will not be returned. Should additional information become available, this report will be updated.